Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). The root cause of the reported event was most likely related to another device and was therefore procedural related. Incorrect technique/procedure (resistance felt while advancing device in the guideliner). Conclusion: operational context contributed to event. Known inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was reported that a physician used 2 resolute integrity rx drug eluting stents during the procedure to treat a patient with ather osclerosis in right coronary artery, 80% lesion in the lad 70% atherosclerosis was present in marginal artery. Pre-dilation was attempted with a non mdt brand balloon but this device could not cross the lesion. Pre-dilation was done with another non mdt balloon at 16atm. Hard plaque was present and a very narrow artery was present. It was reported that when using a 3. 5mm diameter x 38mm length resolute integrity drug eluting stent, a 6f guide liner was opened for extra support. As the physician inserted the stent into the guidewire resistance was felt and when the stent was then pulled backed, there was flaring at the proximal end of the stent. A new guide wire was opened and a 3. 5mm diameter x 38mm length resolute integrity drug eluting stent was then used. All devices were prepared outside the patient. The guidewire, as well as the stent were inserted with difficulty but the physician attained the correct position and the stent was placed. As the balloon was inflated to 10atm, pressure was lost suddenly. As physician removed the stent delivery system, only the shaft was removed with no balloon present on the device. There was flow through the stent that was placed. The patient was taken for an emergency invasive bypass surgery, with a secondary goal of attempting to retrieve the broken product. The balloon was not retrieved from the vessel and it remains in the patient. It was also reported that the physician considered the patient¿s morphology to be complex. No other clinical sequelae were reported. Device evaluation: the device was returned to medtronic for evaluation. The distal tip was damaged. A number of struts on the 1st three distal segments were raised and deformed. A number of struts on the 12th, 18th and 32nd proximal segments were deformed. The remaining segments were intact.